Event description:
A 2.5 mm x 15 mm nc sprinter rx dilatation catheter was used to dilate an om lesion. The lesion morphology was reported to be severely calcified with 80-90% stenosis. The physician inserted a device to the lesion site and upon the first inflation at 20 atms; the balloon burst (MFR report# 2953200200700570). A second device was inserted and inflated to 20atms; the balloon burst. A third device was inserted and inflated to 20atms; the balloon burst (MFR report# 2953200200700572). A fourth device was inserted to the lesion site and inflated to 18 atms; the balloon burst (MFR report# 2953200200700573). Another manufacturer's high pressure balloon was used to successfully complete the case. No additional clinical sequelae were reported and the patient is reported to be fine. Medtronic has received the device and its analysis has been completed. There was a longitudinal tear starting midway on the balloon working length and running to the distal cone. There were no scratches noted on the balloon. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation: results: severe calcification and 80-90% stenosis. Taken above rated burst pressure of 18atm. Evaluation: conclusions: severe calcification and 80-90% stenosis. Taken above rated burst pressure of 18atm.